Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced fluctuating high and low blood glucose while using the ilet and wished to return the system to have greater control over insulin dosing; review of reports indicated the user entered multiple meal announcements at a time, and education was provided that such use can affect algorithm performance. Symptoms included episodes of hyperglycemia and hypoglycemia without reported physical symptoms. Outcomes included correction of lows with oral glucose and reduction of highs by the ilet, with no outside assistance and no medical intervention or hospitalization. The investigation included a review of device use history and user education regarding proper meal announcement practices. Investigation of this case revealed a user technique inconsistent with intended use, with no alerts or alarms and no device malfunction reported. It was concluded that the cause was a user-related use error.